Manufacturer narrative:
The device involved in this event has been returned and is being eval. A follow-up report will be submitted when the eval is completed.

Event description:
Treatment of a dural avf. It was reported after injecting 0.5ml of onyx. Onyx was observed extravasated into the guide catheter. When the catheter was withdrawn from the pt, a hole was observed at 5 cm from the catheter's distal tip. No pt injury reported.